Event description:
It was reported that patient had a fall and the lead got fractured. This was confirmed via x-ray and visible seen. As such surgical intervention was undertaken where the lead was explanted and replaced, thereby restoring effective therapy.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.